Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Visual and functional assessments were performed and the device was found to have damaged ball bearings and motor assembly. The assignable root cause was determined to be due to device components being worn due to normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during ulnar osteotomy surgery, it was observed that the small battery drive device was clicking and making a grinding noise. There were no delays to the planned surgical procedure as a spare identical device was used to complete the surgery successfully. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.